Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that ultimately it was implanted successfully. The guide wire became bent on insertion requiring new implant. There was difficulty passing the center thoracic junction. Entry at t3-t4 allowed passage to the c-spine. The patient stayed in the hospital because of the longer sedation needed and the patient's advanced age. They stayed overnight because a medical work up and consult was needed. All issues were resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-mar-2023, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 03-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding the patient with an implantable neurostimulator (ins). It was reported that the patient was in the hospital for three days because something didn¿t exactly go right in the implant surgery. They stated it took them 2.5 hours longer than it should have and the doctor stated that they were having trouble getting the wire in. No further complications were reported/anticipated.